Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record or complaint history could not be conducted. Technical service contacted the customer and provided the instruction for use (IFU) as well as some additional educational material.

Event description:
It was reported when using the unspecified vacutainer blood collection tubes there was discolored/abnormal additive form. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "I am performing a research study at the u of s and am using your tubes to collect blood samples for my study. I have used the tubes twice and both times after centrifuging, there was a "gel-like" serum. We have tried different methods but keep receiving jelly serum that is very hard to deal with."